Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h10. Corrected fields: h8. The getinge field service engineer (fse) that discovered the issues replaced the touchscreen and fo sensor extension cable assembly to resolve the issues. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) was found to have a damaged touchscreen and a damaged fiber optic port. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.